Event description:
It was reported that the patient presented for a follow-up due to an electric shock. Upon review, it was discovered that the right ventricular lead (rv) revealed an accidental discharge, with significantly reduced perception and a low morphological score. A fluoroscopy revealed that the rv lead had detached into the atrium. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event indicated lead dislodgment, sensing problem and inappropriate shock therapy. As received, a complete lead was returned in one-piece. Visual examination found the helix partially extended and clogged with blood/tissue. After cleaning the helix could be fully extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specifications. The reported event of sensing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage